Event description:
A caller reported an issue with the touchscreen responsiveness of their insulin pump, stating that the screen was frozen and unresponsive, preventing interaction. There was no adverse impact on the customer's blood glucose level. Despite attempts to reset the pump, the touchscreen remained unresponsive, so technical support decided to replace the pump. The customer was informed about receiving a replacement pump with updated software and was advised on returning the problematic pump. A backup insulin pump was used to ensure continuous insulin delivery, and the customer understood the instructions and acknowledged the steps to be taken upon receiving the replacement.